Event description:
While doing a small bowel resection, the surgeon found a small metal washer from a tl60 stapler on the patient's abdomen. The washer was recovered. The stapler had been used to close the bowel.manufacturer response for stapler, surgical, proximate: will share with manufacturer upon their request.